Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibit premature battery depletion and a battery depletion code was emitted. In addition, the patient heard beeping sound. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicating that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibit premature battery depletion and a battery depletion code was emitted. In addition, the patient heard beeping sound. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibit premature battery depletion and a battery depletion code was emitted. In addition, the patient heard beeping sound. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.